Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report alleging that it was difficult to remove air from the cuff. Customer indicated that there was no patient involvement with this event.

Manufacturer narrative:
The sample was received for analysis and the reported issue was confirmed. A inflation/deflation test was performed and the tracheal tube presented difficulty with inflation/deflation of the cuff. A visual inspection was performed and it was observed the inflation line tubing is collapsed inside the lumen of the tube. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report where it was alleged that prior to use on a patient, it was difficult to remove air from the cuff. No patient involvement.